Event description:
It was reported that the top of the sleeve came off either before or during the case. The case was either a laparoscopic cholecystectomy or an ob/gyn procedure. There was no patient injury. No further information was provided. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned with the cap intact, in good visual condition and evidence of device use or exposure on the field. The obturator was not returned. Upon evaluation, the device was pressure tested. The device showed signs of leaking when a test plug was inserted into the sleeve. The device history record was reviewed, and no discrepancies were noted.